Manufacturer narrative:
Eval in progress but not concluded.

Event description:
During preventive maintenance, the device spontaneously reset itself while operating, shutting down and restarting. The behavior could not be reproduced. No pt injury was reported as a result of this event.